Event description:
It was reported the inside of the sl 2 sheath was shaved due to a transseptal needle. The shaving was retrieved out of the pt. There were no reported pt consequences. The stylet was not used during the procedure.

Manufacturer narrative:
We are in the process of investigating this event. A follow up report will be submitted upon completion of our investigation. Date report submitted to FDA by manufacturer: (B)(4)2010. Date the initial reporter provided the information to the manufacturer: (B)(6)2010.